Event description:
The rptr received an er1 message with control solution test, reportedly due to inadequate sample of control. The test was repeated with a new vial of strips and a result was received that was within the MFR control solution range. A previous er1 message was received but the rptr cannot recall any details.